Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l57665, implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 09-nov-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving infumorph (10 mg/ml at 1.46 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the past 3 refills there have been issues with underinfusion and a catheter kink is suspected. At the refill yesterday the expected reservoir volume (erv) was 2.2 cc and the actual reservoir volume was 4.5 cc. The 2 refills prior to yesterday's refill the arv 16cc erv "minimal". In (B)(6) of 2019 the hcp was unable to aspirate through the cap. Caller stated an lp puncture was planned. Caller stated the patient was asymptomatic, no rigidity and no fever. Caller stated the patient rarely uses their ptm device. Per caller the patient was aggressively doing physical therapy and perhaps the activity has helped with their posture and correcting the suspected kink. Tss troubleshooted with caller reviewing pertinent info per caller's inquires.